Manufacturer narrative:
It was reported that the surgiphor bottle cracked when squeezed during application. There was no patient injury. No photos or samples were received for investigation; therefore, the root cause could not be determined. Note, the date of event (12-dec-2025) is considered to be a best estimate. This MDR represents surgiphor bottle (device #3). Additional mdrs were submitted to represent surgiphor bottles (device #1 to device #5). Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 5 surgiphor bottles cracked during an anterior hip arthroplasty procedure when squeezed during application. The cracks occurred with minimal pressure, affecting the sides and top of the bottles. The cap did not detach during use. The product was stored at room temperature prior to use. No visible fragments were observed when the cracks occurred. No injuries or adverse events were reported.

Manufacturer narrative:
It was reported that the surgiphor bottle cracked when squeezed during application. There was no patient injury. No photos or samples were received for investigation; therefore, the root cause could not be determined. Note, the date of event (12-dec-2025) is considered to be a best estimate. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug) addendum: this supplemental MDR is submitted to document the results of investigation performed to analyze the root cause. Based on the photo provided and review of returned lot sample, the reported event has been confirmed. However, a definitive cause of the cracked bottle could not be determined. A device history record review found no non-conformances associated with this issue during production of this batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. This supplemental MDR represents surgiphor bottle (device #3). Additional mdrs were submitted to represent surgiphor bottles (device #1 to device #5). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 5 surgiphor bottles cracked during an anterior hip arthroplasty procedure when squeezed during application. The cracks occurred with minimal pressure, affecting the sides and top of the bottles. The cap did not detach during use. The product was stored at room temperature prior to use. No visible fragments were observed when the cracks occurred. No injuries or adverse events were reported.